Event description:
It was reported that the patient's pump had been empty since (B)(6) 2011, per critical alarm. It was stated that the patient was "doing fine" and there was no therapy or medical problem, but the patient was receiving oral baclofen. However, it was reported that the patient was having "some spasms" related to the "ms," which may refer to multiple sclerosis. The pump was most recently filled in (B)(6) 2011. The physician was inquiring whether the pump would be viable after the period without use. Eleven days later, it was reported that there was a plan to replace the pump due to the reservoir not be refilled for an extended period of time. It was noted that there was no known hospitalization related to this event. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information was received. It was reported that the patient had been transferred to a new facility with a physician who will manage her pump. The patient's pump replacement was scheduled for (B)(6). It was noted that there had been no patient injury or adverse event.

Event description:
Additional review reported that the facility where the patient lived in did not respond to the pump alarms.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).